Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial#: (B)(4), implanted: (B)(6) 2007, product type: catheter. Analysis of the pump revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft bearing. Analysis noted residue and wearing on the upper shaft of gear number two. As per the logs, the pump administered dilaudid (concentration: 30.0 mg/ml) at a dose rate of 10.997 mg/day and baclofen (concentration: 75.0 mcg/ml) at a dose rate of 27.491 mcg/day as of (B)(6) 2020. Analysis of the catheter revealed no significant anomaly; catheter returned incomplete / in segments. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were returned to the manufacturer from an unknown source with no further information provided.